Event description:
During analyzing the device in service _ repair, a burned tantalum capacitor was observed.

Manufacturer narrative:
The device has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Manufacturer narrative:
Conclusion: according the information received, a finetuner echo was sent to service _ repair due to not functioning. During device investigation a failed capacitor was detected which was clearly the reason for the reported issue. A change request was carried out to change the affected parts. No injury was reported. This is a final report.

Event description:
During analyzing the device in service _ repair, a burned tantalum capacitor was observed.